Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation under the electrodes. The irritation was red, bumpy, and itchy, and it was open from the patient scratching. The patient reported that he was allergic to all metals. The patient's physician advised the patient to use a cream on the irritation. Follow-up indicated that the irritation had healed.